Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began at 9am the same day. Approximately 5 hours later, the patient claimed she became shaky and immediately contacted her doctor by phone. The cca noted that the patient was advised by her physician to "eat more and something sweet." The patient stated at 4pm that afternoon she ate more food/drink as a result of the issue. At the time of troubleshooting, the customer care advocate confirmed there was no known trauma to the subject meter and that the patient was using the correct test strips. However, the cca noted that the patient did not replace the subject meter's battery as recommended in the owner's booklet. The patient did not have a new battery at the time of troubleshooting; therefore, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.